Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's internal battery was observed. The device's internal battery needs to be replaced to address the issue. The device was scrapped as per customer request.